Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The medtronic field service engineer evaluated the ventilator and was unable to duplicate the reported issue. It was reported that during use on a patient, the 760 ventilator shut down and stopped ventilating. The reported issue could not be confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the 760 ventilator stopped ventilating and shut down. The patient was transferred to an alternate ventilator without harm.